Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, above the reference range, for one pt involving access 2 immunoassay sys. Subsequent testing produced results within the normal reference range. The elevated result was not reproducible and questioned by the physician. The elevated result was released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field svc engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field svc engineer (fse) serviced the unit on (B)(4) 2009. The fse noted the pipettor was sharp to the touch and replaced the pipettor and performed alignments. The fse also noted the underside of the reagent carousel cover had reagent that had splashed and crystallized. The fse cleaned and performed alignments and precision studies. All sys test results conformed to the MFR's published specs. The pt samples were collected in yellow top serum tubes. The samples were centrifuged at 4,500 rpm (rotations per minute) for 15 minutes. Sys check was performed on (B)(4) 2009 and all portions were within specs. Qc (qc) data indicated qc had been within established ranges prior to and on the day of event. This reportable event was identified during a retrospective review of product complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events.